Event description:
It has been reported to philips that the system did not start. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was communication problem between the flat detector controller (bc) and the image detector (bb). Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and identified a communication problem between the flat detector controller (bc) and the image detector (bb) frontal (r8.2). The poweron selftest of the fd controller failed. Fse found that the system had hardware/mechanical failure. The fse replaced the fdc and the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.